Manufacturer narrative:
(B) (4) - lens work order search. Results: visual inspection of the returned product found optic torn in several places. A haptic is bent. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the work order. Conclusion: based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for eval. (B) (4).

Event description:
.The reporter stated the surgeon used a cq2015a collamer aspheric three piece lens. The surgeon loaded the lens himself. The surgeon was advancing the lens in the injector when the plunger missed/passed the lens. The surgeon tried once again and the plunger passed the lens again. The surgeon thought the lens was damaged in the injector and decided to use backup lens. There was no pt contact.